Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, there was one kink in the sheath near the proximal end of the sheath. The device was returned with the needle exposed and outside its sheath. The handle lock was able to slide and lock into all positions. The sheath adjuster screw was able to rotate and lock into all locations. The connecting slider was able to slide back and forth. There was resistance when extending the needle. Additionally, the pebax was seen torn and bunched. The needle was curved or bent, taking a new figure about 1.0 inches from the distal needle tip. The observed failure is a known phenomenon likely resulting from forcing the device through resistance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that it was not possible to pull back in the sheet. They were forced to pull it out with the needle outside the sheath. There was no patient injury or adverse event reported to olympus.